Manufacturer narrative:
Insulin pump had blank flashing display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack in insulin pump's case. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.